Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, follow up report will be submitted once investigation is completed. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that dr attempted to use a 5f celt to close a 5f sheath in the common femoral artery. Dr attempted to open the distal wing and thought it was fully opened. Upon draw back the device and sheath came right out. Manual compression was applied to achieve hemostasis. Patient had no complications and was discharged in the same day, on time.

Event description:
It was reported that dr attempted to use a 5f celt to close a 5f sheath in the common femoral artery. Dr attempted to open the distal wing and thought it was fully opened. Upon draw back the device and sheath came right out. Manual compression was applied to achieve hemostasis. Patient had no complications and was discharged in the same day, on time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.